Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. Transseptal puncture (tsp) was performed using a versacross system, and a 27mm watchman flx pro closure device was successfully deployed and released. After device release, the access sheath was pulled back across the interatrial septum. During the final post-deployment tee assessment, a pe that had not been present prior to the procedure was identified. The pe was noted at the end of the case, approximately five (5) minutes after closure device release and sheath withdrawal. A pericardiocentesis was performed and the procedure was concluded. The patient was admitted for monitoring and subsequently discharged the following day, with full recovery reported.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. Transseptal puncture (tsp) was performed using a versacross system, and a 27mm watchman flx pro closure device was successfully deployed and released. After device release, the access sheath was pulled back across the interatrial septum. During the final post-deployment tee assessment, a pe that had not been present prior to the procedure was identified. The pe was noted at the end of the case, approximately five (5) minutes after closure device release and sheath withdrawal. A pericardiocentesis was performed and the procedure was concluded. The patient was admitted for monitoring and subsequently discharged the following day, with full recovery reported. It was further reported the patient required a blood transfusion in response to the event.

Manufacturer narrative:
B5: information added. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. Transseptal puncture (tsp) was performed using a versacross system, and a 27mm watchman flx pro closure device was successfully deployed and released. After device release, the access sheath was pulled back across the interatrial septum. During the final post-deployment tee assessment, a pe that had not been present prior to the procedure was identified. The pe was noted at the end of the case, approximately five (5) minutes after closure device release and sheath withdrawal. A pericardiocentesis was performed and the procedure was concluded. The patient was admitted for monitoring and subsequently discharged the following day, with full recovery reported. It was further reported the patient required a blood transfusion in response to the event.